Event description:
The customer reported low battery longevity in the insulin pump. During troubleshooting it was discovered that the batteries used in the device were not the batteries recommended by the device manufacturer. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the battery problems. The customer was advised to discontinue use of the device if the issue recurred. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.